Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after a pump infusion, the luer lock broke into the stopcock connector when changing the tubing. There was no patient harm.